Manufacturer narrative:
(B)(4). Date sent: 05/23/2016. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a lower anterior resection procedure, the contour was used to staple the distal end of the colon. After stapling the colon, the surgeon noticed that the distal end was not stapled correctly and was not fully closed. After inspecting the staple line on the removed part of the colon, surgeon saw that the staples were not formed correctly. The device was inspected; all staples were fired on the (B)(6), this complaint was reported, but it was not clear if there was any direct patient complications. On the (B)(6) there was an update regarding this complaint: surgeon could not conclude that there was a patient complication in relation to the stapler failure. On the (B)(6), the o.r. Staff and surgeon reported that they see a relation between the stapler failure and a patient complication. The customer upscaled the complaint to an adverse event. This complaint was reported today (B)(6) to qa department because no information was available on (B)(6) due to communication in and from the hospital at that time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please describe the complications experienced by the patient on (B)(6). On (B)(6), during the procedure, the patient got a colon stoma, because a connection with the distal end was not possible. The surgeon claimed that the patient was already in bad condition and therefore did not relate the stoma to the failure of the device (the patient had a very high chance of getting a stoma anyway). After discussing this complaint with the surgeon, the or staff and the head of the or, on (B)(6). The conclusion was that it was not certain that the patient was getting a colon stoma. After the device failed, it was certain that the patient was getting a stoma and therefore, the conclusion was that there was a relation between the stapler failure and the patient getting a colon stoma. Please explain why it was reported on (B)(6) that a relation was seen between the staple failure and the patient complication. See answer above. Please provide details as to why the complication was up scaled to an adverse event. Because there was a complication that was related to the performance of the device, we concluded that the complication was an adverse event. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Was the transection taken in one or multiple firings? What was the shape of the staples? Were there any malformed staples noted during the primary procedure? Is the colostomy permanent or temporary? What is the current patient status? Photographic analysis: the photos do not provide evidence as to what may have occurred during the firing of the device, one staple present in the photo shows acceptable staple form. Unfortunately, there is not enough evidence to determine the root cause of the issue.

Manufacturer narrative:
(B)(4). Date sent: 06/07/2016. (B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Colon cancer. Was the transection taken in one or multiple firings? One firing. What was the shape of the staples? Were there any malformed staples noted during the primary procedure? Staples were malformed (see the x-ray image that was provided). Is the colostomy permanent or temporary? Permanent. What is the current patient status? Patient is stable and did not show any additional complications. The analysis results showed that the cs40g device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.